Event description:
During implant the impedance was 750 ohms; after the surgery, with the pocket closed, the impedance measured between 2400-2600 ohms. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal pacing impedance measurements with fully extended helix.